Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling during a bolus attempt and the buttons are sticking. Blood glucose value at the time is unknown; reading in the morning was 93 mg/dl. It was advised that the discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.